Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mini trek device is being filed under a separate medwatch report.

Event description:
It was reported that the patient presented with chronic stable angina and the procedure was to treat a de novo, 99% stenosed, concentric lesion in the mid left anterior descending coronary artery. The 2.0x8 mm mini trek rx balloon dilatation catheter (bdc) was soaked in saline and advanced into the patient anatomy without resistance for attempted pre-dilatation. The bdc ruptured on the first inflation at 8 atmosphere. A 2.5x12 mm nc trek was then used to complete pre-dilatation and a 2.75x18 mm xience xpedition was deployed without issue. Post-dilatation was performed with a 3.0x12 mm nc trek and timi iii flow achieved. There was no reported clinically significant delay in the procedure. The patient was transferred to the intensive care unit (ICU) and experienced cardiac arrest for an unknown reason and collapsed. CPR and external defibrillation were performed in an attempt to resuscitate and the patient expired. The cause of death is unknown and the physician did not know if the xience xpedition stent caused or contributed to the patient death. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience xpedition, everolimus eluting coronary stent systems, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.